Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result with two patient samples while using the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 6800/8800 system. The samples are alleged to have generated a negative sars-cov-2 result on the cobas 6800. The same samples were retested on a different platform (cepheid) which generated a positive sars-cov-2 result. Although requested, the customer does not have information regarding data, testing date, lot numbers, or patient information. It is unknown if the results were reported. No harm or injury is indicated.

Manufacturer narrative:
A batch MDR will be filed to represent one event with a single device as no data or the exact results generated were provided by the customer. No further investigation was possible as no customer data or lot information was provided to be reviewed. As per the affiliate, the customer suspects a quality issue in the lab where the testing was performed. No product issue found.